Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath (clear) - us was selected for use. However, air was observed in the sheath flushing port when the farawave has been inserted. After aspiration. The physician replaced the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device is not expected to be returned for laboratory analysis, it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.